Event description:
It was reported the device exhibited an alarm with no message appearing on the screen. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated, visual inspection performed and no physical damaged was found on the device. As a result of checking the event history log, it confirmed that most recently there was a record of repeated power on/off on, presumably caused by a cassette recognition failure on (B)(6) 2023. It could not confirm the customer reported issue. Possible defective downstream sensor. No physical damaged was found on the device. Product is beyond a year from manufacture date of (B)(6) 2014 and there was no indication of a manufacturing defect during the investigation, so a review was nor performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to the previous service.